Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the spare lamp error was due to a defective emergency lamp. The front panel was not working due to spare lamp error, which is the cause of the 500 hour reset switch to not work. Additionally, heavy dust was found inside the unit. Lens found foggy which is why light intensity was low. The front panel harness, rear foot and door knob, and scope socket were all corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, that when replacing the xenon lamp during routine maintenance, the emergency spare lamp of the evis exera ii xenon light source was lit at the same time with the xenon light. It was also reported that the 500 hours reset switch was not working. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The emergency light indicator blinking was unable to be reproduced during evaluation and a definitive root cause could not be identified. Although it was determined that the emergency light turning on was likely caused by failure of the emergency light, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.